Event description:
It was reported by service report that the pt right latch spindle is not locking and the top rail is broken presenting sharp edges. No pt involvement or adverse consequences are reported.